Manufacturer narrative:
The device was received not deployed. The download data showed the device only had (B)(4) first prime pulses, ran a total of (B)(4) pulses, and displayed irregularities in the rotational sensor data. Device was manually deployed and did not display any issues. Each drive mechanism component was inspected and no damages, defects, or irregularities were found that would have resulted in the rotational sensor assembly malfunction. The cannula did not deploy due to the rotational sensor assembly malfunction, however the cause of the malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and patient reported a blood glucose level of 120 mg/dl to 140 mg/dl.